Event description:
It was reported that air bubbles were observed in an undefined location. Additionally, it was reported that multiple cartridge was leaking from the septum. Customer's blood glucose level was 178 mg/dl. Customer changed the cartridge to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.